Event description:
The pt experienced a shocking/jolting sensation following some form of trauma that resulted in a compression fracture at l2. It was reported that the pt has a "twist" in her back. It was noted that the pt was in hospice care, unrelated to implanted device. Add'l info was requested.

Manufacturer narrative:
(B)(4).